Event description:
The boc for this aa4204vf silicone plate lens was returned without any previous allegation of product problem. Writing on the box stated "lens flipped in eye upon insertion causing vit; lens was explanted; 3 piece lens placed in sulcus". Additional info has been requested from the user facility, but non has been forthcoming.